Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02303. The patient has a pns system (off-label). It was reported the patient experiences a pinching and painful sensation when stimulation is turned up. It was reported the patient was not using her stimulation due to the issue and will be scheduled for a revision procedure. No further information is available at this time.